Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6) medical center (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed door. The customer reported that this malfunction occurred during the dispensing of medication, to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog and medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 2 and 4 were failed. A field service engineer (fse) inspected and corroded sensor connections were found. In accordance with pyxis communication 1848, the tower latches were replaced. Functionality was verified using the hardware test application, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system had failed door. The customer reported that this malfunction occurred during the dispensing of medication, to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.